Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was extracted a few hours after it was first implanted due to an unknown product performance. A field representative stated that during a surgical revision, the physician experienced difficulties to re-extend the helix. The lead was removed/replaced with an alternate to resolve the issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was extracted a few hours after it was first implanted due to an unknown product performance. A field representative stated that during a surgical revision, the physician experienced difficulties to re-extend the helix. The lead was removed/replaced with an alternate to resolve the issue.